Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26dec2019.

Event description:
The customer reported a low tidal volume/unable to standby. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported issue. The service technician replaced the flow sensor. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.